Event description:
New information received notes that programming changes were made and resolved the oversensing. The patient was stable before, during, and after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the emergency room after receiving a patient notifier, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were recommended.